Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the superficial femoral artery (sfa) with mild tortuosity, heavy calcification and 90% stenosis. After a non-abbott guide wire crossed the lesion, pre-dilatation was performed with a 2.5 mm non-abbott balloon catheter. Then the guide wire was exchanged and additional dilatation was performed with the 7.0 x 40 mm fox cross balloon. However, the balloon ruptured during the first inflation at 6 atmospheres (atm). The device was exchanged for another of the same size fox cross balloon. Dilatation was performed at 12 atm and a non-abbott stent was implanted in the lesion to complete the procedure. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.